Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips bench repair technician (brt) evaluated the device and was able to replicate an instance of low spo2 once. The brt replaced the spo2 board to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the spo2 readings are low. The device was not in use on patient at time of event, there was no adverse event reported.